Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited diagnostics anomaly; the device was missing the daily high voltage lead impedance measurement trend. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that on (B)(6) 2020 the the implantable cardioverter defibrillator exhibited another episode of a diagnostic anomaly; the device was missing the daily high voltage lead impedance measurement trend. No intervention was performed. The patient was in stable condition.